Manufacturer narrative:
This event occurred in (B)(6). The lot number and expiration date of the product used is not clear. It was also stated that tnt test strip lot 28194310 was used to test the first patient sample and tnt test strip lot 28199115 was used to test the second patient sample. A clarification has been requested. It is not clear if there were one or two patients involved in the event. The listed medication information was provided for one patient. A clarification has been requested.

Event description:
The customer reported large differences between troponin t quantitative (tnt) results on a cobas h 232 analyzer and troponin t hs (high sensitive) stat (short turn around time)- tnt hs stat results on an e601 analyzer. Two sets of erroneous results were provided, each from a different patient identifier. It was not clear if each set of results was from the same patient or if each set of results was from a different patient. A clarification has been requested. It was asked, but it is not known when the date of the event occurred, which values were considered to be correct, or if any erroneous results were reported outside of the laboratory. This medwatch will cover the tnt test strips tested on the cobas h232 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the e601 analyzer using the tnt hs stat assay. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The first sample resulted as 237.4 ng/l when tested for tnt hs stat on an e601 analyzer. The sample was also tested for tnt on the cobas h 232 analyzer , resulting as 111 ng/l. The second sample resulted as 230.0 ng/l when tested for tnt hs stat on an e601 analyzer. The sample was also tested for tnt on the cobas h 232 analyzer , resulting as 112 ng/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The cobas h 232 analyzer serial number was (B)(4). The e601 analyzer serial number was asked for, but not provided. Tnt hs stat reagent lot number 181799, with an expiration date of 04/29/2016, was used on the e601 analyzer.

Manufacturer narrative:
As part of the investigation, retention materials were tested using spiked blood samples. The results of all measurements fulfilled requirements.

Manufacturer narrative:
The customer has clarified that there was only one patient involved. Both samples were from the same patient. The customer believed the results from the e601 analyzer to be correct. The e601 results agreed with the patient history. It was confirmed that the results from the cobas h 232 analyzer were reported outside of the laboratory. It was confirmed that the patient is not receiving any known biotin treatment. The date of the event was confirmed to be (B)(6) 2015. The initial reporter name, address, and postal code have been updated.